Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on unknown date. Customer¿s had low blood glucose level of 45 mg/dl. Customer¿s current blood glucose level was 111 mg/dl. Customer got hospitalized multiple times. Customer had magnetic resonance imaging and surgery. Customer declined troubleshooting for event. The insulin pump will be returned for analysis.